Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06653. It was reported that the device and lead were implanted at a different unknown hospital and became infected. According to the physician the lead was exposed. The device and lead were explanted. The patient is not dependent, so no new device will be implanted for now. The patient tolerated the procedure well without issue. The patient will be flow-up at a different hospital. The device and lead were sent to pathology and will not be returned.